Manufacturer narrative:
The device was received for evaluation. Visual inspection of the set showed the dialysate port was broken and the filter was disconnected from the support plate. The reported condition was verified. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The most probable cause of the condition was due to shock during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a prismaflex st100, was observed to be broken resulting in a leak. The event occurred before patient use. There was no patient involvement. No additional information is available.